Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was removed due to infection. The por had not resolved. The patient's weight was recorded. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that a power on reset (por) error message came on while the patient was charging their implantable neurostimulator (ins). The patient stated that it was the first time they had seen that screen. It was unknown if the por was related to an overdischarge event. When checking the ins with the patient programmer, everything was normal on the screen and functioning properly. The patient didn¿t see the por on the programmer. Steps to bypass the por using the recharger were reviewed with the patient. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction in regulatory report: (B)(4) should have been adverse event and product problem if information is provided in the future, a supplemental report will be issued.